Event description:
The rptr had experienced er1 messages. He had been placing blood on the wrong side of the strip and inserted the strip before the two min time frame. There was no medical intervention and no allegation of harm.